Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including functional testing without duplicating a malfunction. The device was recertified and returned to the customer. Review of the clinical logs observed testing via a simulator instead of the patient event based off the recorded impedance readings. The testing had overwritten the clinical log of the event as the AED plus is only designed to hold one clinical log. Without the clinical files from the event, we were unable to confirm why the device advised no shock during the event. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt. Complainant indicated that the patient subsequently expired.